Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Additional devices listed in this report: cat no. 614536s, locking screw variax full thread, lot code: z29124, qty 2; cat no. 614822s, bone screw variax full thread, lot code" r36473, qty 1; cat no. 614516s, locking screw variax full thread, lot code: f31626m qty 1; cat no. 614636s, locking screw variax full thread, lot code: j42610 , qty 1; cat no. 614832s, bone screw variax full thread, lot code: r31190, qty 1; , cat no. 614628s, locking screw variax full thread, lot code: r30974, qty 1 and cat no. 614514s, locking screw variax full thread, lot code: j12797 , qty 1. Device will not be returned.

Event description:
On (B)(6) 2016, variax elbow surgery was performed. After surgery, the patient have been allowed to move the arm in a possible range. One week after the surgery, the dislocation of the proximal fragment was found.

Manufacturer narrative:
The reported event that a olecranon plate variax for right ulna 4 hole / l89mm was alleged of issue s-41 (poor fixation) could be confirmed thanks to the provided x-rays. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by an incorrect post-operative care. According to our clinical expert, surgery was done correctly, but it has to be considered that the forces applied by the triceps tendon are extremely high (> 500 n). Loss of fixation is predictable in case the triceps forces are not eliminated (or at least limited) by adequate immobilization (e.g. With a brace). In such cases, he advises immobilization with a brace for at least 3 weeks starting with careful passive mobilization of the elbow joint assisted by a physiotherapist after one week. The instruction for use (v15052 rev c non-active implant IFU) was reviewed and the following applicable warnings have been identified: ''these devices are intended only to assist healing and are not intended to replace normal bone structures. No fracture fixation device that is subject to material fatigue can be expected to withstand activity levels in the same way as would a normal healthy bone. The fracture fixation system, therefore, will not be as strong, reliable or durable as a normal human bone. Ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. For your information, avail yourself of the training courses and publications offered. Post-operative: post-operative patient activity: these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important. External immobilization (e.g. Bracing or casting) may be employed until x-rays or other procedures confirm adequate bone consolidation. Informing the patient: the implantation affects the patient¿s ability to carry loads and her/his mobility and general living circumstances. For this reason, each patient needs individual instructions on correct behavior after the implantation. Surgeon must warn patient that the device cannot and does not replicate a normal healthy bone, that the device can break or become damaged as a result of strenuous activity or trauma, and that the device has a finite expected service life and may need to be removed at some time in the future.'' [Original statement(s)]: a review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
On (B)(6) 2016, variax elbow surgery was performed. After surgery, the patient has been allowed to move the arm in a possible range. One week after the surgery, the dislocation of the proximal fragment was found.